Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient needed an x-ray but couldn't do it because the controller was lost. Patient mentioned they lost the controller a long time ago and they borrowed another controller but now they don't have any controller. They mentioned they stopped using the ins 4-5 years ago and tried it off and on through out the years but it was not helpful so they turned the therapy up so high to were they can hear it but the buzzing was intense. The patient would like to remove the ins. Agent sent a physician listing to the patient.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was that patient reported that in the last 4 years, they stopped using the stimulator because it stopped working for them. Patient stated that they would feel and hear a loud buzz on the stimulator, but they would not feel any pain relief, so they stopped using the ins. Patient stated that they need to undergo certain procedures such as mris and xrays as well as bone density procedures and the facilities would need proof that the ins was off.